Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Went to eri (elective replacement indicator) on (B)(6) 2011.

Event description:
It was reported that the device had indicated elective replacement [eri]. The patient coded and underwent a cardioplegia procedure which caused a high threshold. The device was programmed to a high output during the procedure and remained programmed to higher outputs while the heart temperature increased, which depleted the remaining battery voltage more quickly and caused high battery impedance. The clinician was advised to reprogram the device output threshold lower and to replace the device. The device is scheduled to be replaced in a few days after the patient condition improves. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.